Event description:
The patient reports that the lead became loose and that there was a problem with the setscrew. The physician performed surgery in order to tighten the screw. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.